Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had sudden drop of battery from two years longevity to three months in a span of eleven months. Moreover, the patient had atrial fibrillation rhythm during this time. Additional information indicated that the device exhibited premature battery depletion (pbd). Furthermore, initial analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had sudden drop of battery from two years longevity to three months in a span of eleven months. Moreover, the patient had atrial fibrillation rhythm during this time. Additional information indicated that the device exhibited premature battery depletion (pbd). Furthermore, initial analysis indicated that the device hardware was not detecting the loss of battery energy and the battery status indicators are not reflecting the depletion condition. The device was surgically explanted. No additional adverse patient effects were reported.